Event description:
The machine failed autotest. Gambro technical services (gts) found rtv from the balance chamber diaphragm had come loose and lodged in balance chamber valve vb7, causing it to stick partially open. There was no pt involvement.